Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 450 mg/dl at the time of incident. It was stated that the buttons were scrolling up without the customer pressing them. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.